Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The device had moisture damage on motor and corroded keypad traces. Unable to test for button error and keypad unresponsive due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was performed. The device was returned for analysis.